Event description:
It was reported that this pacemaker showed oversensing of high-amplitude signals on the atrial channel, which was leading to ventricular over-pacing. Additionally, the atrial pacing impedance measurements showed jumps, from 375 ohms to 550 ohms. There was an allegation of a lead integrity issue or possible dislodgement. Technical services recommended performing a 12-lead electrocardiogram (ECG) to evaluate the patient for any atrial arrhythmias and to perform x-rays to check the lead position and integrity. No adverse patient effects were reported. The pacemaker remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.